Event description:
After placement of the quill srs in one direction during an abdominoplasty, the barbed suture broke when looping around to go in the opposite direction. This occurred twice in one surgery and once during another abdominoplasty, in the same manner. Excessive tension was not an issue and undue force was not employed. The previously placed suture did not need to be removed and the surgeries were completed using quill srs.

Manufacturer narrative:
Straight tensile testing criteria was acceptable. There were boxes (pieces) manufactured in finished goods lot m101020 manufactured with no additional complaints received.